Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed a blue foreign material under electrode #10. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. Since a blue foreign material was detected, a fourier-transform infrared spectroscopy (ft-ir) analysis was requested, and it was revealed that the blue particle is principally composed of low-density polyethylene (pe) base material. A manufacturing record evaluation was performed for the finished device lot number 31144024l and no internal action related to the complaint was found during the review. The visualization issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The foreign material could be related to the handling of the device after the procedure; however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the visualization issue reported. Investigation findings: inappropriate material (c0602) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the foreign material observed during device evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified a blue foreign material under electrode #10. Initially, it was reported that during the operation, the device was recognized by the carto but its branches were not visualized on the carto system. A second device was used to complete the operation. There was no adverse event reported on patient. The visualization issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024, there was a blue foreign material under electrode #10. The foreign material was assessed as MDR reportable with an awareness date of (B)(6) 2024.